Manufacturer narrative:
(B)(4). Date sent: 8/28/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a transverse colectomy, a round metal piece fell off the device after the 3rd firing. The device was retrieved and no pieces were left inside the patient. The same device was used as is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch p55y65. Device evaluation: the analysis found that one ntlc75 device was returned with the right bearing missing and with no cartridge reload loaded on the device. No functional test was performed. Further analysis showed that the device shroud was noted with a mark on the right side where the bearing was missing. The damaged noted on the anvil shroud may have been due to an excess force applied while trying to close or open the device. Please reference the "instructions for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.